Event description:
Purchasing manager contacted sales rep regarding driver not reloading properly on neuro clip (62-40000).

Manufacturer narrative:
Evaluation will be conducted and reported in the follow up.